Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection noted no irregularities; the seal plug was intact and the set screw operated normally. The device battery monitoring voltage was 2.892 volts with an estimated operating power level of 27.5 mw while the device reported usage of 176.0 mw. Review of device memory noted a pattern of increasing power consumption. Automated testing was performed confirming therapy remained available. Further testing isolated a high current condition within an internal capacitor causing current leakage and the observed increase in power consumption. Laboratory analysis confirmed the device depleted prematurely.

Event description:
It was reported that this pacemaker exhibited an approximately 5.25 year decrease in remaining longevity between follow-up visits 10 months apart. Device data was reviewed by boston scientific technical services (ts) who confirmed the device was operating at an increased power consumption and advised replacement. A revision procedure was later performed during which the device was explanted and replaced. No adverse patient effects were reported.